Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, for the last week, she has been experiencing low blood glucose but wakes up with high blood glucose. She said that she fills her reservoir and the next day the reservoir is empty. A few weeks later, the customer¿s mother reported that the customer¿s insulin pump is not pushing out and that she had high blood glucose. The customer¿s blood glucose was 497 mg/dl and she treated with the pump and a manual injection. The customer¿s mother is troubleshooting the high blood glucose issue and stated that the customer¿s back-up plan were syringes and a pen. The caller stated that the customer was taken to the ER because of low blood glucose. She ate a cookie but then had a seizure and was taken back to the ER later that evening for high blood glucose. The customer was originally taken to the ER on (B)(6) 2017 in the morning. Her blood glucose at the time of arrival was 31 mg/dl. During troubleshooting for high blood glucose, the customer stated that the drive support cap appeared normal. She said that insulin did exit at the quick release. There were no leaks found. She declined to check for site/insulin issues. She is not calling back to perform the high-pressure test. Troubleshooting for high blood glucose stopped here. The caller wanted to troubleshoot for the delivery anomaly and stated that the pump passed the self-test. During troubleshooting for the delivery anomaly, the caller said that she believes that there is a delivery anomaly because she said the customer¿s blood glucose is still high and she did not see insulin exit with a 4 unit bolus in the air. The caller said that the pump was worn exposed to a magnetic field: airport, but there were no motor position encoder error alarms in the alarm history. The customer was not able to upload to carelink at the time of the call. She was advised to revert to a backup plan per her healthcare provider¿s instructions. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected error test and displacement test. The insulin pump passed the delivery accuracy test. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The device was received with cracked case at display window corners, cracked belt clip slot, cracked battery tube threads, minor scratched display window and scratched case. In addition, it was received with missing end cap sticker.